Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of wear of the adhesive around the light guide lens and objective lens, as well as a chipped adhesive around the server plug in (z block), was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an annual inspection, with no reported complaint. However, during the evaluation of the device, wear of the adhesive around the light guide lens and objective lens, as well as a chipped adhesive around the server plug in (z block), were observed. The service repair technician indicated that the most likely cause of wear of the adhesive around the light guide lens and objective lens, as well as a chipped adhesive around the server plug in (z block), was due to component failure. There was no patient involvement.